Event description:
It was reported via a trial that on (B)(6)2008, the pt underwent direct stenting in the restenosed distal right coronary artery with one xience v stent. On (B)(6)2009, the pt experienced angina and was found to have in-segment restenosis that was approx 5 mm from the index xience stent requiring percutaneous coronary intervention with a non-abbott stent. Cardiac enzymes and electrocardiogram (ECG) were negative for a myocardial infarction. The pt was discharged home on (B)(6)2009 and the pt's condition resolved. There was no additional info provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with all relevant info.